Event description:
It was reported fluid was draining from the pt's ipg site. Cultures were taken and the pt tested positive for a staph infection. As a result, the doctor decided to explant the pt's scs system. The infection was treated with bactrim. The pt is doing well at this time and is healing as intended. The pt is scheduled for a follow-up visit with his doctor.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Manufacturer's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.